Event description:
The customer reported that the left monitor intermittently looses video and goes blank.

Manufacturer narrative:
The ge svc rep found the live video for left monitor is in series with dicom aspect box. He re-routed live video directly to workstation monitor and used external video on back of workstation to supply video for dicom video capture. The rep verified proper system operation and dicom connectivity. System operates as manufacturer intended.